Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary ==> the actual device was returned for evaluation. Visual inspection of the returned clamp set found the rubber ring shredded and nicks on the device wing nut. Device had signs of repetitive usage on its overall surface and no other cosmetic anomaly identified. It was determined that these types of damage are consistent with other tools and hard edges coming in contact with the device, improper handling or care of the device while trialing. A functional test was performed using two array drill pins and an array set as mating components. Test revealed that all mechanical components could function as intended and no obstruction nor resistance were identified during this process: the wingnuts could rotate and grab the drill pins as intended; the button had no obstruction on its retrieval mechanism, allowing the array set to be assembled/disassembled correctly; and the teeth assemblance was tight with no undesired movement. The overall complaint was not confirmed as the observed condition of the velys array clamp would have not contributed to the complained device issue.

Event description:
It was reported that the robotic assisted array clamp device was not functional. During in-house engineering evaluation it was determined that the rubber ring of the device was shredded and there were nicks on the device wing nut. It was not reported if the device was used in a surgical procedure. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.